Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent damage was identified. During unpacking the 2.25x20mm liberte bare metal stent, the nurse noticed that there was a "bump" on the surface of the stent. It looks as if the stent was folded on the balloon. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "stable".